Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that implant of the impella 5.5 pump was aborted. While the nurse was preparing the pump, it was briefly placed on p1 on accident while priming, but before wiring. There was a red retrograde flow alarm and due to the risk of starting an impella outside of the body before implant, a new impella 5.5 was opened and implanted for safety instead. No patient harm has been reported.

Manufacturer narrative:
The investigation for the reported priming issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. Based on clinical description, the root cause of priming issue was most likely use related.